Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. There was a firmware error message/code. The analyst noted that the power on reset had disabled telemetry c.

Event description:
It was reported that while preparing for implant, it was not possible to interrogate the device while still in the box. After the third try, the message 'wireless telemetry no longer available' was received. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. There was evidence suggesting that the d273 ic was the cause of failure. When removing the d273 from the hybrid printed wiring board, the component was damaged. As a result, the d273 was not absolutely confirmed as the failure mechanism. The analysis was terminated with no cause of failure identified.